Event description:
(B)(6). It was reported that during coronary stenting procedure, vessel dissection occurred. In (B)(6) 2010, the patient underwent an index procedure to treat a 80% stenosed lesion located in the mid right coronary artery. It was 15 mm long with a reference vessel diameter of 3.5 mm and treated with direct stent placement using a 3.50 x 28 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. A grade b dissection was noted after the placement of the 3.50 x 28 mm taxus liberte stent and was treated with the placement of a 3.50 x 8 mm taxus liberte stent. The patient was discharged, the following day, on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).